Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a total vaginal hysterectomy with transvaginal obturator urethropexy procedure performed on (B)(6) 2013 for the treatment of fibroid uterus, pelvic pain, adenomyosis and urinary stress incontinence. Findings showed patient had boggy uterus and fibroids with a cystocele or urethrocele. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Imdrf patient codes e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.